Manufacturer narrative:
The device remains implanted.

Event description:
It was reported that approximately thirty three months (33) post initial basilar tip aneurysm coil embolization, the aneurysm recanalization and regrowth were noticed. One months and half later, the patient underwent a second target aneurysm reintervention to treat the aneurysm recanalization and regrowth. The issue was resolved without any sequelae to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The detachable coils clinical experience summary document was reviewed and recanalization is discussed extensively as a known outcome of aneurysm coiling procedures. As per (B)(4) ¿possible risk factors for reopening of a coiled aneurysm over time, observed from the literature review by ferns et al. Were, large aneurysm size, presence of intraluminal thrombus, low packing density, initial incomplete occlusion, duration of follow-up, ruptured aneurysm, location in the posterior circulation, and a large neck-to-dome ratio¿. Therefore this event is deemed to be anticipated in nature. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that approximately thirty three months (33) post initial basilar tip aneurysm coil embolization, the aneurysm recanalization and regrowth were noticed. One months and half later, the patient underwent a second target aneurysm reintervention to treat the aneurysm recanalization and regrowth. The issue was resolved without any sequelae to the patient.